Event description:
The facility reported a colleague pump with a malfunction of 'stop button'. The reported condition was identified during bio-med service. There was no patient injury or medical intervention necessary. No additional information is available.the software version for this device is currently not known.

Manufacturer narrative:
(B)(4). The device has not yet been received for evaluation of "malfunction of stop button". Should the pump be received for evaluation, or if additional information becomes available, a follow-up report will be filed upon completion of the evaluation.